Event description:
It was reported the patient lost weight and the ipg is now protruding and causing discomfort. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 to relocate the ipg pocket which resolved the issue. The patient is receiving effective stimulation.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.